Manufacturer narrative:
The unit was evaluated at philips, and the symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported that the device failed to charge during use. No adverse patient impact was reported.